Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 1 and 4 hours. Patient felt pain when this pod was applied, pod was removed at home and patient experienced nausea as well. At the ER, patient had a bg level of 469 mg/dl and was treated with 2 bags of saline. Ketones were also tested and results were negative. Patient was released after spending 4 hours in the ER and this pod was discarded.